Event description:
Pt was revised due to poly wear.

Manufacturer narrative:
Examination of the submitted insert confirmed polyethylene wear. Product info required to review the device history records was not provided. The initial reporting stated the product is not suspected of failing to meet specifications. The investigation could not draw any conclusions; however, polyethylene wear after sixteen years implantation in combination with the reported pt large physical stature and activity level is not unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.